Event description:
It was reported that the patient presented to the clinic due to an infection from the abdominal implant. The pacemaker was explanted and replaced, and the epicardial leads were capped. The patient remained in stable condition.